Manufacturer narrative:
At this time the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker calculated longevity increased from less than 0.5 years to 1.5 years during an interrogation. Boston scientific technical services (ts) discussed the programmer likely made an update, during the normal check, that was not reflected on the true longevity. The initial longevity matched the expected based on design and the previous interrogation. The pacemaker remains in service and the patient will continue to be monitored. No adverse patient effects were reported.